Event description:
During pulmonary vein isolation procedure using a brk transseptal needle, a pericardial effusion occurred. Transeptal puncture was performed with a brk transeptal needle and an agilis nxt introducer and a swartz braided transseptal introducer were advanced into the left atrium. A non-sjm lasso catheter and a tacticath quartz ablation catheter were then placed in the left atrium. A pericardial effusion was noted via fluoroscopy early in the case; however, ablation was able to be completed on the left inferior and superior pulmonary veins. Ablation had begun on the right pulmonary veins when the patient's vital signs became unstable. An echocardiogram confirmed the pericardial effusion and a pericardiocentesis was performed, which stabilized the patient. There were no performance issues with any sjm devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our analysis was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion was procedure related. Per the IFU, cardiac perforation is a known risk during the transseptal technique.